Event description:
Called to bedside, rn reported catheter was "leaking". On assessment, the flush syringe was attached to the all purple lumen of the dual lumen PICC. As te lumen was flushed, a jet of fluid sprayed from a crack in the lumen. This was not repairable, and was an infection risk. The surgical team was notified and per md order the PICC was removed. Of note, line was placed at an outside hospital. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis: reliable vascular access.